Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a general device change-out procedure, the physician noticed this right ventricular (rv) lead had an insulation issue near the terminal pin. The physician elected to abandon and replaced the rv lead during the procedure. No adverse patient effects were reported.